Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic procedure, the tissue pad of the sonicbeat energy device peeled off and dropped inside the patient's body while output was being applied in the abdominal cavity. The detached tissue pad was successfully retrieved. The intended procedure was completed using an olympus back-up device with no delay. There was no report of patient harm or health hazard associated with this event.